Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the image does not become 3d during a service maintenance involving an olympus flex 3d deflectable videoscope. There was no patient involvement.